Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be fluctuating and depleting faster than expected. Additionally, it was reported that the customer experienced multiple, intermittent stuck button alarms. There was no reported adverse impact to the customer's blood glucose level. The customer did not respond to multiple contact attempts from tandem technical support to obtain additional information and provide assistance.